Manufacturer narrative:
(B)(4). D4, g4: pt101an is not sold in the USA but it is similar to a product which is sold in the USA (pt101us). The 510(k) for the similar product is k131895. Fisher & paykel healthcare (f&p) has requested the return of the subject device as well as further information regarding the reported event. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that there was a flame observed at the power cord connection of a pt101 airvo 2 humidifier and that the power inlet of the subject device was found to be charred. There was no patient involvement as the issue was found whilst the device was not in use on a patient.